Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for over ninety-five hundred sensing integrity counter (sic) counts, erratic impedances, and potential fracture. The lead was reprogrammed off and the patient used a life vest. The lead was later capped and replaced. No patient complications have been reported as a result of this event.